Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the pump¿s black box showed no previous cs 064 alarms. The pump¿s rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. The pump was opened and no evidence of corrosion or damage was found to the motor flex connector. The cs 064 alarm was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.